Manufacturer narrative:
This is being filed as an unconfirmed eye infection. This report is related to 9614392-2011-00108. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
Pt's mother says her daughter has had eye infections. Attempts to contact the pt's mother and the ecp for more info have been made with no reply to date. This is being filed as an unconfirmed eye infection.